Event description:
Pt called to report that she was implanted with moss miami hardware from t8-l5 in 1997. Pt later experienced breakage of the rod. Surgeon did not take action at that time. In 2005, another surgeon revised the pt at hospital for special surgery. At that time, three pieces of hardware were broken in the thoracic region. The pt had not fused in the location where the breakage had occurred. Pt is trying to gather the hardware from the hospital at this time.

Manufacturer narrative:
At this time, it is not known what was placed in the pt and which items broke. No conclusion can be made at this time. Breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.